Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: explant date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: initial reporter telephone number: (B)(6). Section h3-): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lens fractured in capsule and then it was removed manually with lens cutter set. Lens was not kept. No further information available.